Manufacturer narrative:
The patient details including implantation date, were not disclosed by the clinic. This report is filed february 29, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site and was subsequently treated with oral antibiotics (date and duration not reported). The implanted device remains.